Manufacturer narrative:
UDI - not required - product code/lot number unknown. The actual device was not returned to the manufacturer for evaluation and the product code and the lot number are unknown. Since the product code and lot number are unknown, our investigation is limited and prevented a meaningful review of production or complaint records. Visual, sensory testing and functional testing is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
A nurse reported to the manufacturer that she was stuck by a risperdal consta needle once on an unknown date. The nurse reported that she had already reported this to mic.